Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the display is a blank white screen that constantly flashes and is impossible to stop. The customer also states that it switches on and off with audio alarm. No further details were given. It is unknown if the product will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white lcd display anomaly and audio beep anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to blank display.